Event description:
A report was rec'd that state the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed. (B)(4).